Event description:
It was reported that upon interrogation, the rv lead showed a lead integrity observation with 716 short interval counts and at least 2 non-sustained tachycardia events with cycle lengths faster than 220 ms. No short intervals could be elicited with pocket or device manipulation. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.